Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating issue occured. A180x25cm fathom -16 guidewire was used for an embolization case. When the device was introduced to the unspecified delivery catheter, it was noted that the device started to flake in multiple areas. The physician removed the device. The procedure was completed with another of the same device. No patient complications were reported.